Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing, pacing inhibition, decreased pacing impedances and increased thresholds on the right ventricular channel. Subsequently, the patient underwent a revision procedure. A new rv lead was placed and the noise was still present. It was believed that the issue was related to a generator/header issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing, pacing inhibition, decreased pacing impedances and increased thresholds on the right ventricular channel. Subsequently, the patient underwent a revision procedure. A new rv lead was placed and the noise was still present. It was believed that the issue was related to a generator/header issue. No additional adverse patient effects were reported.